Event description:
It was reported that removal difficulties and stent damage occurred. The target lesion was located in the bile duct artery. A 10x80x75 epic stent was deployed for treatment. Post stent deployment the tip of the catheter shaft got caught in the stent mesh and the stent became damaged. The catheter was forcibly removed, subsequently an additional epic stent was placed over the first stent. The no patient serious injury or adverse event were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed kinks to the inner liner 1.8cm, 3.2cm, and 5.8cm from the tip. Microscopic examination revealed no additional damages. The stent was deployed and did not return for product analysis. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that removal difficulties and stent damage occurred. The target lesion was located in the bile duct artery. A 10x80x75 epic stent was deployed for treatment. Post stent deployment the tip of the catheter shaft got caught in the stent mesh and the stent became damaged. The catheter was forcibly removed, subsequently an additional epic stent was placed over the first stent. No patient serious injury or adverse event were reported.